Event description:
The device was used during a laparoscopic procedure. Reportedly, the instrument fired staples but did not cut tissue. The tissue was transected with scissors. It was noticed that the cartridge was damaged. The pt cavity was irrigated and no fragments were visualized via laparoscopy. The hosp has reported no pt injury occurred.